Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the sterile processing staff at the hospital noticed that there was a screw missing and the grasper was hanging loose.